Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's heavily calcified renal artery. The balloon catheter was inflated and the stent was successfully deployed at the target lesion. Subsequently, it was reported that the physician noted that the stent appeared to be a little deformed on the proximal end. In repsonse, the physician backed the delivery balloon up and inflated the balloon catheter. Subsequently, it was reported that the balloon ruptured and a stent strut perforated the vessel. To address this occurrence, the physician thrombosed the vessel using a balloon tamponade to seal off the bleed. The physician was able to successfully reopen the artery establishing 1/2 to 2/3 return of blood flow. There were no add'l complications reported relative to this event.